Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by the user site that while attempting to complete a procedure with a securmark biopsy site marker on (B)(6), the marker was deployed; however, "we believe the marker was stuck to the end of the introducer." The user further reports that a second marker deployment was attempted with a second device from the same lot and "the marker deployed but there was no marker present when the md pulled the introducer out and tried to confirm the marker deployment. There was a piece of plastic that deployed, but no marker present." Additional information was obtained from the user, and it is reported that the "plastic" was observed upon removing the introducer from the patient and "the plastic did not stay in the patient." No patient injury was reported, and the marker deployment was completed with another device. No further information is currently available.